Event description:
Boston scientific received information that a right ventricular (rv) lead perforation was noted post-implant and the patient required pericardiocentesis. It was not known if it was the original lead placement attempt or final placement that caused the perforation as the threshold and impedance measurements were now within normal limits however the r-wave measurements had decreased. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.